Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician isolated the issue to an open valve. He replaced the valve to repair the bed.